Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent cartridge alarms (cartridge alarm 19) during basal delivery. Reportedly, the customer was able to successfully load a new cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was not impacted.